Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 379mg/dl with nausea and abdominal pain/vomiting. The patient states she believes elevated the elevated bg's are due to a hormonal condition and has had no further issues with bg since this time. The patient remains on the pump. There is no allegation of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.